Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not boot and displayed the message: critical system driver is missing or has an error file \windows\system32\drivers\intelide.sys, error code 0xc000000f. The system failed to boot in all modes, including safe mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not bootup. A field service engineer found that the device displayed a blue screen and that restarting the machine did not resolve the issue; the hard drive was replaced, software version 1.7.2 was installed, and testing was performed using the hardware testing application, after which the system tested successfully and the customer was able to log in and dispense medication. The system functioned as field service engineer repaired the device.